Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was exhibiting high impedance, possibly due to fracture. The lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2013. (B)(4).